Manufacturer narrative:
Initial and final MDR 1899253 - MDR 3003442380-2024-10911 - device 7 of 9

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) , on (B)(6)2024, it was reported that the nine infusion set tubing was leaking at site and infusion is long for 18-30 hours. No further information available.